Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and menorrhagia ('menorrhagia') in a 26-year-old female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included flatus, dysuria, ovarian cyst ruptured, hematuria, antiphospholipid syndrome, menometrorrhagia, incision site cellulitis and recurrent pregnancy loss. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: we then repeated the exact same procedure on the patientls left and approximately 5 coils were seen at the end of the placement of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there is no contrast opacification of the fallopian tubes and no spillage through the fallopian tubes. Total bilateral occlusion.. Pathology test - on (B)(6) 2011: bilateral fallopian tubes and essure coils: benign fallopian tube segments.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dysmenorrhea (cramping), abdominal pain, menorrhagia and pelvic pain lot number: 846835, manufacturing date: 2011/04, expiration date: 2014/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and menorrhagia ('menorrhagia') in a (B)(6) year old female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included flatus, dysuria, ovarian cyst ruptured, hematuria, antiphospholipid syndrome, menometrorrhagia, incision site cellulitis and recurrent pregnancy loss. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: we then repeated the exact same procedure on the patientls left and approximately 5 coils were seen at the end of the placement of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: there is no contrast opacification of the fallopian tubes and no spillage through the fallopian tubes. Total bilateral occlusion. Pathology test on (B)(6) 2011: bilateral fallopian tubes and essure coils: benign fallopian tube segments. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dysmenorrhea (cramping), abdominal pain, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Lot number newly added. Events: pelvic pain, abdominal pain, abnormal bleeding vaginal, menorrhagia, dysmenorrhea (cramping), nickel allergy were newly added. Reporter information updated. Patient demographic information updated. Other relevant history and lab data updated. Essure start date and stop date updated. Lab data updated. Fu 2 and fu 3 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.